Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another device was used to achieve hemostasis. It was indicated that either another proglide or a perclose at was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, found no indication of a product quality deficiency that would have contributed to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. Each component is inspected during manufacturing and each finished goods lot is inspected by sampling plan. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the inspection criteria and the analysis of the returned components the reported needle to cuff miss could not be confirmed and no cause could be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The facility reporter indicated the index procedure occurred sometime this month from the date it was reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.